Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the distal edge of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately calcified and mildly tortuous below the knee (btk). A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced from the opposite side of the lesion for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.5mm x 20mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately calcified and mildly tortuous below the knee (btk). A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced from the opposite side of the lesion for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.5mm x 20mm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.